Event description:
My left ideal breast implant ruptured, not even 2 years after having them done. This was in (B)(6) 2019. My surgeon was able to get me in to replace it within 3 weeks but it was painful living with a ruptured implant while I waited. I notice an extremely big difference in feel and quality of the two implants I have now. The new one feels better and the one from the "old" set that didn't rupture, that I did not have replaced, does not feel right. I called ideal and told them this and their response was my initial implants were never recalled to begin with. Well my implant ruptured so obviously it was defective and maybe they should have issued a recall on that batch of implant. So now I have one "good" implant and one "off" feeling implant. The "off" feeling implant does not feel as fully filled of saline as the other. The saline moves and squishiest around much more than my replaced implant. It also has this feeling of heaviness at the bottom. It also does not feel as natural and soft. It just is not the same quality at all, it's not consistent and every day I wonder is this going to be the day that this implant ruptures because I know this implant is messed up just like the one that ruptured. FDA safety report ID # (B)(4).